Event description:
It was reported that (1) device was used during an endoscopic sterlization procedure (tubal ligation). It was reported by the affiliate that the intestine has been wounded during the procedure. The pt was converted to an open procedure and the intestine was closed by suturing. The physician does not claim that the trocar does not work correctly.